Event description:
Complainant alleged that while attempting to monitor a patient the device shuts down and restarts/reboots by self. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was observed and the system board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.